Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the nc sprinter ptca balloon catheter survey results from an interventional cardiologist in practice 3 years. In the past 12 months the physician has used nc sprinter 69 times; nc sprinter (2.00 x 6mm), nc sprinter (other intermediate sizes) and nc sprinter (4.00 x 27 mm) were used. The following device complaints were encountered in procedure when using the nc sprinter product over the last 12 months: 1 deflation difficulty which had no impact on procedure was reported.